Manufacturer narrative:
Results:the pet lock was intact on the proximal end of the pusher assembly. Kinks were observed along the length of the pusher assembly. The pusher assembly was fractured approximately 138.0 cm and 140.0 cm from the proximal end. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The pull wire was retracted from the pusher assembly distal detachment tip and the embolization coil was detached from the pusher assembly. The embolization coil was undamaged.conclusions:evaluation of the first smart coil revealed an undamaged and functional device. During functional testing, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without issue. The reported complaint could not be confirmed. Evaluation of the second smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on the embolization coil. Further evaluation of the device revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for returned to penumbra.evaluation of the third smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly was kinked and fractured near the mid-joint. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance will likely be experienced during advancement of the device. Forceful advancement of the device against the resistance may result in the pusher assembly kink and fracture. If the pusher assembly is fractured, the pull wire will retract from the ddt and the embolization will detached from the pusher assembly. Further evaluation of the device revealed kinks along the length of the pusher assembly. These kinks were likely incidental to the complaint and could have occurred during packaging for return to penumbra.penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.this report is associated with MFR report numbers:1. 3005168196-2020-012232. 3005168196-2020-01225 h3 other text : placeholder

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, a smart coil became stuck in the hub during advancement. Therefore, the smart coil was removed. The next smart coil could not be advanced beyond its initial position within its introducer sheath and was subsequently removed. The same issue happened with another smart coil and this smart coil was also removed. The procedure was completed using four smart coils and eleven non-penumbra coils. There was no report of an adverse effect to the patient.